Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported that, during the cystoscopy, ureteroscopy with laser lithotripsy and stent placement procedure, a sensor wire was used, when the wire was removed from the patient, it was observed the sleeve had detached; however, the procedure was completed using the original device. No patient complications were reported.